Manufacturer narrative:
One cadd solis vip pump was received with a damaged lens. The event log was reviewed and there was a "cassette not attached properly" alarm. Sensor and functional tests were performed on the pump and the reported "cassette not attached properly" issue was replicated. The seal of the pump had become loose which allowed the downstream occlusion sensor (dso) to get contaminated. The dso sensor and seal will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed an error that the cassette is not attached properly. There were no patient involvement.